Event description:
The customer reported that her olympus evis exera iii video system center¿s power switch was not lighting up properly and no image was displaying on the screen during preparation for a diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, both user reports of no image and led failure were not confirmed. However, an e204 error message was present on the display when 190 series scopes were used due to a faulty printed circuit board. The re-setting time was also found intermittent due to a different faulty printed circuit board. There was dust inside the unit. Wires were found rusted. The dvi output port as well as the net spacer were both found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming this event occurred during preparation for a diagnostic ugi procedure. According to the initial reporter, the intended procedure was delayed for 5-10 minutes, but still completed successfully suing another device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. This information does not alter the investigation results provided in the previous report. Should further information be provided, another supplemental report will be submitted.